Event description:
It was reported that during a lap chole procedure, the clips were not completely formed. They would not close all the way. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.